Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) found out about perforation during post up/migration of essure device-location of device: coils migrated to fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ruptured ('cyst burst') in a 34-year-old female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient used mirena for contraception and discontinued due to dyspareunia. Current weight: 142 lbs. Previously administered products included for contraceptive: mirena from 2006 to 2007. Past adverse reactions to the above products included pelvic pain with mirena. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2014 for anxiety, drospirenone;ethinylestradiol (ocella)(B)(6) 2010 to october 2010 for contraception, escitalopram oxalate (lexapro) since 2014 for depression as well as zolpidem tartrate (zolpidem tartate) since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and ovarian cyst ("left ovary simple cyst"), 8 days after insertion of essure. In november 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), insomnia ("neurological conditions or problems ¿ insomnia") and anxiety ("psychological or psychiatric problems ¿ anxiety") and was found to have weight increased ("weight gain"). In december 2010, the patient experienced alopecia ("hair loss") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced abdominal pain lower ("left lower quadrant pain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems ¿ depression"). In november 2016, the patient experienced fatigue ("fatigue"). In september 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with oral contraceptive nos, zolpidem tartrate (ambien) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown, the genital haemorrhage, ovarian cyst ruptured, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, allergy to metals, weight increased, ovarian cyst and abdominal pain lower had resolved and the alopecia, insomnia, depression and anxiety had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, insomnia, menorrhagia, ovarian cyst, ovarian cyst ruptured, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) found out about perforation during post up/migration of essure device-location of device: coils migrated to fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ruptured ('cyst burst') in a 34-year-old female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient used mirena for contraception and discontinued due to dyspareunia. Current weight: 142 lbs. Previously administered products included for contraceptive: mirena from 2006 to 2007. Past adverse reactions to the above products included pelvic pain with mirena. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2014 for anxiety, drospirenone;ethinylestradiol (ocella)(B)(6)2010 to (B)(6)2010 for contraception, escitalopram oxalate (lexapro) since 2014 for depression as well as zolpidem tartrate (zolpidem tartate) since 2014. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain ("pelvic pain") and ovarian cyst ("left ovary simple cyst"), 8 days after insertion of essure. In (B)(6)2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), insomnia ("neurological conditions or problems ¿ insomnia") and anxiety ("psychological or psychiatric problems ¿ anxiety") and was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss"). On (B)(6)2011, the patient experienced abdominal pain lower ("left lower quadrant pain"). On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems ¿ depression"). In (B)(6)2016, the patient experienced fatigue ("fatigue"). In (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, zolpidem tartrate (ambien) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation outcome was unknown, the genital haemorrhage, ovarian cyst ruptured, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, fatigue, weight increased and ovarian cyst had resolved and the alopecia, insomnia, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, insomnia, menorrhagia, ovarian cyst, ovarian cyst ruptured, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event : abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) found out about perforation during post up/migration of essure device-location of device: coils migrated to fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and ovarian cyst ruptured ('cyst burst') in a (B)(6)-year-old female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient used mirena for contraception and discontinued due to dyspareunia. Current weight: (B)(6). Previously administered products included for contraceptive: mirena from 2006 to 2007. Past adverse reactions to the above products included pelvic pain with mirena. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2014 for anxiety, drospirenone;ethinylestradiol (ocella) (B)(6) 2010 to (B)(6) 2010 for contraception, escitalopram oxalate (lexapro) since 2014 for depression as well as zolpidem tartrate (zolpidem tartate) since 2014. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and ovarian cyst ("left ovary simple cyst"), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), insomnia ("neurological conditions or problems ¿ insomnia") and anxiety ("psychological or psychiatric problems ¿ anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced abdominal pain lower ("left lower quadrant pain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems ¿ depression"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with oral contraceptive nos, zolpidem tartrate (ambien) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown, the genital haemorrhage, ovarian cyst ruptured, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, allergy to metals, weight increased, ovarian cyst and abdominal pain lower had resolved and the alopecia, insomnia, depression and anxiety had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, insomnia, menorrhagia, ovarian cyst, ovarian cyst ruptured, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received: case become incident. Lot number added. Essure removal date and surgeries added. Event injury was updated to pelvic pain. Events were added: perforation (fallopian tubes)/migration of essure device-location of device: coils migrated to fallopian tube, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, hair loss, insomnia, nickel allergy, depression, anxiety, weight gain, left ovary simple cyst and left lower quadrant pain. Reporters information, historical and concomitant drugs were added. Lab data were added. Patients demographics added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.